Event description:
Post implantation, the device was interrogated and it showed 52 resets occurred followed by a message, "altered protected registry not corrected" that was displayed during the interrogation. The device remains implanted, the programmer files were sent to the manufacturer for review.

Event description:
Post implantation, the device was interrogated and it showed 52 resets occurred followed by a message, "altered protected registry not corrected" that was displayed during the interrogation. The device remains implanted, the programmer files were sent to the manufacturer for review.

Manufacturer narrative:
(B)(6) 2010 the files are being reviewed. A telemetry issue is suspected with no device failure. A final response from the manufacturer is pending. Device remains implanted

Manufacturer narrative:
(B)(4). The files are being reviewed. A telemetry issue is suspected with no device failure. A final response from the manufacturer is pending. (B)(4). Since the device remains implanted, the programmer files were reviewed. The files showed that reported behavior was due to a telemetry cross-talk issue between this implanted device and a paradym crt-d that was sitting to close to this device. As a result, the ovatio embedded software patch code was corrupted leading to the observed reset and warnings. The origin of the observed telemetry cross-talk remains unknown. No device failure is suspected and this device can remain implanted without further action. Device remains implanted.